Event description:
Info received indicates the brake will not release.

Manufacturer narrative:
The tech found the brake puck was jammed against the caster tire. He adjusted the puck and applied locktite to repair the bed.